Event description:
Twenty years post op after initial femur in one year patient developed hip and groin pain. X-rays showed radiolucencies between bone and all poly cup. No wear shown on cup. Femur still intact and well fixed. Large press fit shell replaced into socket after bone grafting.device labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: none or unknown. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: yes. Corrective actions: device returned to manufacturer/dealer/distributor. The device was not destroyed/disposed of.